Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board was replaced to resolve the issue. No patient information provided to date after calls to customer 12/21/21 and 12/28/21. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a system malfunction error resulting in loss of mechanical ventilation during a case. The unit was replaced and case completed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board was replaced to resolve the issue. No patient information provided to date after calls to customer 12/21/21 and 12/28/21. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a system malfunction error resulting in loss of mechanical ventilation during a case. The unit was replaced and case completed. There was no patient injury.